Event description:
Report received from the USA stating that the device "bits won't lock". The device was not being used during surgery. It is also unk if there was any pt or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent. This event was previously reported erroneously under the duplicate MFR report# 1045834-2013-03752 on (B)(4) 2013. Please disregard that report. The medwatch with the same MFR report# and ref number (B)(4) sent on (B)(4) 2013 is correct.